Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not alarm as expected when multiple blockages occurred. Customer¿s blood glucose ranged from 324-397 mg/dl with trace and moderate ketones present. Customer ultimately reverted to manual injections for insulin therapy.